Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had fluctuating rotations per minute (rpm), and made an unusual noise. This was because the flex circuit was damaged, corroded and the drive shaft was snapped in half. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to immersion during cleaning which is failure to follow directions for use and would be misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device ¿stopped¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.